Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose level. The customer resumed insulin therapy using the original cartridge.